Event description:
It was reported that during a single-vehicle ambulance accident the cot base tube and rail clamp broke and the cot came loose from the mounting hardware. Reportedly, the ambulance was traveling 62 mph (according to their gps) down a straight country road when a bird or something flew out from the side of the road. The driver swerved then overcorrected causing the ambulance to go down in the ditch. It is believed that the ambulance may have rolled over, landed hard on the right side then slide about 150 yards. It was reported that the pt sustained a cut on the head which required stitches. The paramedic reportedly sustained multiple rib fractures, a broken arm, and 5 fractured vertebrae as a result of the accident.